Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was being performed on a severely calcified and moderately tortuous left anterior descending artery (lad). A 3.50 x 20mm promus element plus stent was successfully deployed. After performing post dilatation, a distal edge dissection was noted in the distal part of the stent. To cover the edge dissection, a 2.75 x 16mm promus element plus was deployed distal to the first stent, overlapping it and covering the dissection. The procedure was successfully completed, and the patient was reported to be stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was being performed on a severely calcified and moderately tortuous left anterior descending artery (lad). A 3.50 x 20mm promus element plus stent was successfully deployed. After performing post dilatation, a distal edge dissection was noted in the distal part of the stent. To cover the edge dissection, a 2.75 x 16mm promus element plus was deployed distal to the first stent, overlapping it and covering the dissection. The procedure was successfully completed, and the patient was reported to be stable.